Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The customer requested software option codes for post central processing unit (cpu) printed circuit board assembly (pcba) installation. The remote service engineer (rse) provided the customer with software option codes and the customer successfully reinstalled the option codes. The customer installed the software option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.